Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customers report that the device had only partially sealed after end tones were heard. The reported condition was not confirmed. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. The sample functioned normally when activated in the vl mode. Additional functional testing was performed on the returned device with porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily. The investigation did not identify the root cause of the reported event. The investigation found the device to function normally and within specifications. The instruction for use (IFU) states: there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device had only partially sealed after end tones were heard. No patient injury occurred and no medical intervention was required.